Event description:
It was reported that during a video laparoscopic hysterectomy procedure, the tissue pad detached. Surgeon used a forceps grasper to retrieve this part and then carried out the operation with a new device. There were no adverse consequences for the pt.

Manufacturer narrative:
(B)(4). (B)(4). Evaluation summary: the device was returned with the distal tip of the blade broken off and missing. The remaining blade portion was scratched. This blade tip portion may have broken off of the device during transport to our analysis site. The reported complaint was "tissue pad issues". The tissue pad was examined, normal wear was visually seen and 100% present. Blade damage may occur from external contact with metal or plastic during pre-op or general use. The device will stop activating, and either emit a solid tone or display an instrument error code 5 or a solid tone on the generator display when the blade becomes damaged. When a blade has been compromised such as scratched or cracked, the titanium metal is fatigued when continually energized and this results in the blade further cracking and possibly breaking off. Blade damage may occur from external contact with metal or plastic during pre-op or general use. Each device is visually inspected and functionally tested prior to shipment, and damage of this magnitude would have been detected at this process. The batch history records were reviewed with no anomalies noted during the manufacturing process.